Event description:
Drive medical has received an attorney letter alleging that the claimant was walking at home with a rollator originally distributed by drive medical. It was alleged that the rollator turned to the left sharply causing the pt to fall to the floor and allegedly to fracture her hip. According to the attorney, the claimant was pushing her rollator and applied the brakes and one of the wheels locked up and the other did not and she fell. The serial number of the alleged device has not been reported to drive medical, therefore we are unable to identify the manufacturer of the device. This MDR report is based on the attorney letter and communication with our insurance company.